Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues acetabular fracture, scar revision, subsidence and medial collapse of the acetabular component, cold-welded head, scar tissue around the acetabulum. No further complications were noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient's legal counsel initial right total hip arthroplasty, subsequently revised 7 years post implantation due to acetabular fracture and metal on metal. During the revision the acetabular component was protruding into the pelvis, the femoral head was cold-welded, and scar revision to previous incision. An extended trochanteric osteotomy was performed to remove the head and stem. All components were replaced with competitor product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id 302240. 139258, m2a-magnum 42-50m tpr 880580. 192012, echo por fmrl nc 12x140mm 267000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00840 insert, 0001825034-2020-00844 cup.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. The patient was revised approximately seven years later due to allegations of cup migration and loosening, pain, altr, metallosis and corrosion. Attempts were made to obtain additional information; however, none was available.